Manufacturer narrative:
Added information to section d4 (expiration date) and h4 (device manufacturer date) the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Corrected data: added information to section h6 (device code).

Manufacturer narrative:
Product evaluation summary: the device was returned for evaluation. The report of regurgitation was visually confirmed due to suture looping. Suture track indentations were observed on free margins of leaflets 1 and 2 near commissure 2. This indicated the suture was looped around commissure 2. X-ray demonstrated wireform intact. As received, all three leaflets were stiff and translucent-like due to dehydration. Suture holes were visible around the sewing ring. Sewing ring cloth was cut in multiple areas around the valve. No other visible inconsistencies were observed on the valve.

Manufacturer narrative:
Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require reoperation. Based on the information received, the complaint of severe central mitral regurgitation is confirmed and occurred due to suture looping caused by use error. Additionally, as reported, the tricentrix holder was removed before to start the tying which is contradictory to the instruction in the IFU which states; however, if leaving the holder in place obstructs the surgeons view, the sutures adjacent to each of the three stent posts must be tied down before cutting the three holder attachment threads to remove the holder. If the deployed holder attachment threads are cut before these adjacent sutures are tied down, the holder can no longer prevent suture looping around the stent posts. An edwards or supplier defect has not been confirmed. The IFU and labeling were reviewed and found adequate.

Manufacturer narrative:
The device was not returned for evaluation, as the device request is ongoing. An echo video was received and reviewed by an independent expert in echocardiography. The submitted echocardiographic images are remarkable for: 1. Extremely poor image quality, 2. Uncertain underlying native mitral valve pathology, with evidence of annular dilation, thickened and possibly calcified leaflets, and possible annular pathology. 3. Abnormal appearance of the implanted bioprosthesis, with apparent diffuse commissural thickening, central malcoaptation, and probably reduced diastolic opening of two of three leaflets (presumably leaflets l2 and l3). 4. Probably severe central mitral regurgitation (mr). 5. The possibility of a second, incompletely interrogated mitral regurgitation (mr) jet of indeterminate origin. 6. Abnormal lv regional wall motion following intervention without available pre intervention comparison. The functional anatomy of the native mitral valve is uncertain, with annular dilation and thickened leaflets as well as the possibility of intrinsic mitral annular pathology. Following mitral valve replacement, the submitted images suggest abnormal bioprosthesis appearance, central malcoaptation, and probable abnormal diastolic opening of two of three leaflets; along with probably severe central mr and the possibility of a second, incompletely interrogated mr jet of indeterminate origin. The echocardiographic findings are compatible with suture loop, but extremely poor image quality with very poor visualization of the mitral bioprosthesis after implantation precludes definitive determination of the cause or causes of mr. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 6900ptfx25 valve implanted in the mitral position was explanted at implant due to severe central mitral regurgitation likely caused by suture loop. As reported, after valve implantation, the left atrium was closed as usual. Intraoperative echo before closing the patient's chest was performed as a routine step to check for valve function and to exclude any paravalvular leak, and severe mitral regurgitation was found. Further study showed that regurgitation was central. Also, more imaging, especially in the short axis, showed two cusps not coapting, causing the severe regurgitation. The decision was to reopen and evaluate the valve. After opening the left atrium, two retracted cusps were found on the non aortic side. Tests with normal saline showed poorly functioning leaflets, known as malcoaptation. All around, the stitches were normal, with nothing unusual. The surgeon removed five stitches around the commissure between the abnormal leaflets with no improvement, therefore decision was made to replace the valve. On explant, it was noticed that there was a shrink in the commissure between the abnormal leaflets. The explanted device was replaced with a non-edwards device. After finishing, an echo was performed and it showed a well-functioning valve with no regurgitation. Unfortunately, the patient died on post operative day 3. As reported, additional 90 minutes of ischemic cross clamp were required due to this issue leading to more bleeding and requiring blood products transfusion and more inotropes and increasing also the risk for infection. Reportedly, tricentrix holder was used during the procedure with no reported difficulty to deploy it. Reportedly, the tricentrix was deployed "smoothly as usual" and correctly. The tricentrix holder was removed before to start the tying.

Event description:
Edwards received notification that a 6900ptfx25 valve implanted in the mitral position was explanted at implant due to severe central mitral regurgitation likely caused by suture loop. As reported, after valve implantation, the left atrium was closed as usual. Intraoperative echo before closing the patient's chest was performed as a routine step to check for valve function and to exclude any paravalvular leak, and severe mitral regurgitation was found. Further study showed that regurgitation was central. Also, more imaging, especially in the short axis, showed two cusps not coapting, causing the severe regurgitation. The decision was to reopen and evaluate the valve. After opening the left atrium, two retracted cusps were found on the non aortic side. Tests with normal saline showed poorly functioning leaflets, known as malcoaptation. All around, the stitches were normal, with nothing unusual. The surgeon removed five stitches around the commissure between the abnormal leaflets with no improvement, therefore decision was made to replace the valve. On explant, it was noticed that there was a shrink in the commissure between the abnormal leaflets. The explanted device was replaced with a non-edwards device. After finishing, an echo was performed and it showed a well-functioning valve with no regurgitation. Unfortunately, the patient died on postoperative day 4 due to septic shock following prolonged cpb due to fist valve dysfunction. As reported, additional 90 minutes of ischemic cross clamp were required due to this issue leading to more bleeding and requiring blood products transfusion and more inotropes and increasing also the risk for infection. Reportedly, tricentrix holder was used during the procedure with no reported difficulty to deploy it. Reportedly, the tricentrix was deployed "smoothly as usual" and correctly. The tricentrix holder was removed before to start the tying.

Manufacturer narrative:
Updated b5, g3.